Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported, the control module display disappeared. The display then reappeared after turning the control knob. The user reported no further problems with the display, and the device was used for the procedure. The user reported, the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.